Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the biometric identifier had required a witness. A technical support specialist (tss) rebooted the station; however, there was no response from the customer regarding the issue. The tss proceeded to update the case for closure. The system functioned as intended after the technical support specialist completed the troubleshooting.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required witness and nurses were unable to login into the pyxis. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.